Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to inadequate clarity of vision. There was no vitrectomy or sutures required. No medication was prescribed. Through follow-up, it was learned that the explanted lens was discarded. Another johnson & johnson lens (different model zcb00 and higher diopter 16.5) was successfully implanted as a replacement.